Manufacturer narrative:
Philips service replaced the 5v power supply board and 24v power supply board and returned the system to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that a power failure in the angio room caused the pdu to remain off on an azurion 7 m12. The clinical use of the system was outside of use. There was no reported patient or user harm.